Event description:
It was reported that bipolar cord stared smoking at working element connection site. It was confirmed that the surgeon was able to complete the procedure with a new working element and cord, with a 10 minute delay. No negative impact in state of health reported. Cross reference: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference: (B)(4).

Manufacturer narrative:
The device was returned to our us facility on january 29, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference (B)(4).